Manufacturer narrative:
The medical center in (B)(6) returned the impella pump product for analysis. The investigation and hemolysis testing of the pump is on-going at this time. Upon completion of the investigation, a final report will be filed.

Event description:
The medical center in (B)(6) had an impella cp supporting a patient hemodynamically. The patient had signs of hemolysis which prompted the team to explant after just over 2 days of support.

Manufacturer narrative:
Since the original report was filed, the investigation into the hemolysis has concluded. The data logs and pump product were analyzed. The cause was determined to be the ingestion of biomaterial. The failure mode will be monitored and trended.